Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap gastric bypass. According to the reporter: the doctor used various laparoscopic instruments through the 12mm port. She believes a reusable weck 10mm clip applier caused a tear in the seal of the trocar. She noted a blue piece of fabric (perhaps seal material) in the abdomen and retrieved it. The seal did not completely hold pneumo for the rest of the case when a 5mm instrument was used. Dr (B)(6) retrieved the material and continued on with the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.